Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms. Two months prior, impedance was 400 ohms. Capture threshold increased from 0.5 v to greater than 3.0 v. The lead was replaced.